Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump was not delivering insulin and had to revert to manual injections. The customer's blood glucose reading was 424 mg/dl, but was 283 mg/dl during the call. The customer only performed partial troubleshooting and declined to finish. The customer was advised to monitor the device and call back if problems persisted. The insulin pump was not replaced or returned for analysis.